Event description:
It was reported the electrode was mobilized. The electrode was repositioned in the s1 dorsal ganglia. The stimulation pain was ¿reci dive.¿ the event required hospitalization and replacement of the electrode. Pain medication was given for level 3 morphine 15 mg maximum. The event was noted as not related to the device and procedure. No outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event resolved. The cause of the electrode mobilization was determined to be a spontaneous cause.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information reported when they noted the pain was "recidive", they meant the patient had recurrence of complex regional pain syndrome of the right ankle. After the repositioning was done the patient did not have pain. The event was considered resolved.